Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2011. During this time the device failed four weekly self tests on (B)(6) 2010, (B)(6) 2010, (B)(6) 2011 and (B)(6) 2011, due to a low battery. On inspection of the device memory an inconsistent voltage measurement was found during the self test fails which would indicate a fault with the pogo-pins. Testing indicated that under load the current flow through the pogo-pins was sufficiently reduced when then pad-pak was agitated to trigger the low battery warnings. The fault appears to have developed over time. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red and the device was emitting a low battery warning. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.